Event description:
At an unknown time post placement of an acumed 11 hole locking olecranon plate, the plate broke. A revision surgery was required to remove the broken plate and replace it with another acumed 11 hole locking olecranon plate. In addition to replacing the plate, the proximal screw hole was increased from 30mm to 40mm and an anterior plate was used. The physician also took a bone biopsy from the patient to check whether or not the break was due to a tumor.

Manufacturer narrative:
Visual examination of the plate shows a brittle fracture across a locking screw hole. The x-rays show that this hole did not have a screw through it and was directly over the fracture. The nature of the broken surface does not suggest a fatigue fracture of the plate. The fracture surface of the plate and location relative to the fracture in the bone suggest that there may have been an event that overloaded the plate, such as a fall, that caused the failure.